Manufacturer narrative:
Additional information: the device was returned and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. Full functional testing, electrical safety testing, calibration and simulated therapy was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an electrical leakage occurred on the power switch of a homechoice device. The patient reported feeling an electrical shock when he touched the switch. This event occurred before use, the patient was not connected to the device. The device has not been used for two days. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.